Manufacturer narrative:
Plant investigation: the reported thermal damage at cable lugs l1 and l3 can be confirmed by means of the provided picture. The reported event was most likely caused by bad contacting between the cable lugs l1 and l3 and their contact pins at the motor protection switch. Due to the missing phase l1 the device was only running on the two left mains phases l2 and l3. As result the motor protection switch was loaded unbalanced and therefore the inner bimetallic switches of the motor protection switch were triggered and the motor protection switch tripped. Likely the bimetallic switches of phase l1 of the motor protection switch were damaged so that the motor protection switch could not be reset. The thermal damage at l1 and l3 occurred due to the too high contact resistance and thermal power loss at the bad contacting connections at l1 and l3. As higher currents will occur in such a scenario, the wire and cable lug are exposed to higher temperatures respectively, resulting in the found thermal damage. The failure pattern is a known issue and covered by a CAPA project. Corrective actions were defined and implemented. The design of the crimped cable lug was changed. The affected device was built before the implementation of the CAPA and was still equipped with the old design of the crimped cable lugs at time of the failure. Due to the complaint intake information the problem was solved by replacing the motor protection switch. It is highly recommended to also replace the connected wiring of the motor protection switch (connection between motor protection switch and contactor and also power cord).it is also recommended to preventively equip both stages with the new available improved design. A review for similar complaints or the device history record (DHR) is not required in this case as the failure is a known issue.

Event description:
A user facility biomedical technician (biomed) reported that wire connections to the motor protection switch on the aquabplus reverse osmosis (ro) system had thermal damage. The biomed stated the reported issue was discovered during troubleshooting after the ro system was initially evaluated for shutting down and not powering back on. There were no modes or alarms associated with the initial failure. The motor protection switch (mps) was evaluated and it was discovered that the power coming from the switch was not correct. L1 had no power coming from the switch. The spade fitting on l1 was darkened and the orange wire from l3 had thermal damage. The mps was replaced to resolve the reported issue. The ro system passed the t1 test following replacement of the mps. There was no observed burning smell, smoke, spark, flame, or arcing associated with the reported thermal damage. The thermal overload relay had not tripped. There were no blown fuses in the local power supply. There were no local power grid issues on or around the reported event date. There were no reported storms in the area. The ro system was returned to service following replacement of the mps. There was no patient involvement nor personal harm to anyone as a result of discovering the thermal damage.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that wire connections to the motor protection switch on the aquabplus reverse osmosis (ro) system had thermal damage. The biomed stated the reported issue was discovered during troubleshooting after the ro system was initially evaluated for shutting down and not powering back on. There were no modes or alarms associated with the initial failure. The motor protection switch (mps) was evaluated and it was discovered that the power coming from the switch was not correct. L1 had no power coming from the switch. The spade fitting on l1 was darkened and the orange wire from l3 had thermal damage. The mps was replaced to resolve the reported issue. The ro system passed the t1 test following replacement of the mps. There was no observed burning smell, smoke, spark, flame, or arcing associated with the reported thermal damage. The thermal overload relay had not tripped. There were no blown fuses in the local power supply. There were no local power grid issues on or around the reported event date. There were no reported storms in the area. The ro system was returned to service following replacement of the mps. There was no patient involvement nor personal harm to anyone as a result of discovering the thermal damage.